Manufacturer narrative:
Failure analysis revealed that no error alarms noted. The device passed the self test and the error tests. No audio beep anomaly noted. The time advanced properly and the buttons also responded properly. No moisture damage on button keypad traces. The unit was received with minor scratched display window and cracked reservoir tube lip.

Event description:
Customer called reporting his insulin pump was alarming. Customer's blood glucose is 84 mg/dl. He is unable to check the alarm history because the buttons are unresponsive. The alarms occurred after inserting a new battery and during normal use. A temporary basal was not programmed before the alarm. The device was not stored for a long time. The device emits a constant tone. Customer cannot clear it due to unresponsive buttons. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.